Manufacturer narrative:
Age/date of birth: exact age not provided, age was provided as about (B)(6) years old. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient is seeing some floaters in eye post-implant of an intraocular lens (iol) on (B)(6) february. Upon examination, mild hypopyon was noticed. The iol was injected into the eye using a non-johnson & johnson manufactured injector. Patient was given sub-conjunctival steroid-antibiotic combination on the following monday. Till now patient is feeling okay with distant vision 6/12. On 22 feb, doctor reported tass (toxic anterior segment syndrome) after seeing patient. No further information available.